Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported the device jammed. The surgeon could not get the device to fire. Another was opened to complete the case. There is no other info available. There was no consequence to the pt.